Event description:
Technician alleged brake setting still allowed casters to pivot.

Manufacturer narrative:
Technician found old style bearings with cable wedged. He removed and replaced old style bearings with slotted style to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.